Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related MFR reports: 3006705815-2020-00817 and 300670-2020-00818. It was reported the patient's scs system was removed because the patient complained it was not providing any pain relief, despite multiple reprogramming attempts.